Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd ultra fine¿ insulin pen needle has been found experiencing leakage during use. The following has been provided by the initial reporter: difficulty inserting needle into skin (looks blunt) causing pain, bruise and insulin leakage when removing the needle.

Manufacturer narrative:
Investigation: customer returned (10) sealed 4mm, 32g pen needles in the shelf carton from lot # 8242669. Customer states that there is difficulty inserting needle into skin (looks blunt) causing pain, bruising and insulin leakage when removing the needle. All returned pen needles were tested for point geometry, lube, and cannula od (specs: outer diameter for 32g: 0.0090¿-0.0095¿). All observations fall within specifications. Also, all samples were tested and all samples were able to expel properly with no leakage observed on any of the samples. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It has been reported that the bd ultra fine¿ insulin pen needle has been found experiencing leakage during use. The following has been provided by the initial reporter: difficulty inserting needle into skin (looks blunt) causing pain, bruise and insulin leakage when removing the needle.